Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The mother was unable to troubleshoot the insulin pump at the time of call. It was stated that the customer was sick during the time of the high blood glucose levels. Also, the customer did not follow the protocol to change the entire infusion set when experiencing high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.